Manufacturer narrative:
Follow-up #1 date of submission 09/05/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: moisture was found behind the display lens. The pump was powered on and the display screen was found to be clear and legible. Unrelated to the complaint, the pump case was found to be cracked and leaking. The pump was opened; moisture was found throughout the pump case. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the patient was riding his bicycle in muddy water, and now the pump is making a clicking sound and the display is blank. The reporter also stated that the patient noticed the ir window was shattered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.